Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that, following an unrelated procedure where the ipg was not placed in surgery mode, the patient's ipg was unable to communicate with external devices. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.